Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the self test, error test, displacement test , rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify the operating currents and backlight operation due to due to missing segments.pump received with cracked reservoir tube lip, case cracked at the display window corner, cracked lcd window, minor scratched lcd window, scratched keypad overlay, and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with high blood glucose 300 mg/dl. Customer treated high blood glucose with insulin pump. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The current blood glucose was not known, however well at keeping around 110 to 120 mg/dl. Customer was unable to complete troubleshooting. Customer stated that, the led light in his pump went out is all scrambled and cannot see anything and the line the screen is all scrambled cannot read it. Customer stated that son¿s pump screen was hard to read can hardly see anything segments are missing from the screen. Customer advised to replace and revert to back up plan. The insulin pump will be returned for analysis.